Event description:
(B)(4). Same case as 2134265-2012-01687. It was reported that following a coronary artery treatment procedure, the patient experienced restenosis and angina. Lesion 1 was located in the proximal left circumflex with 75% proximal stenosis was 18mm long with a reference vessel diameter of 3.0 mm. The physician was treated with pre-dilatation and placement of a 3.00 x 20mm taxus liberte stent, with 0% residual stenosis. Lesion 2 was located in the ostial left circumflex with 90% stenosis was 12mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 8mm taxus liberte stent, with 0% residual stenosis. In (B)(6) 2011, the patient presented with unstable angina. In (B)(6) 2011, the chest pain was worse with exercise and the patient was referred for cardiac catheterization. The patient's restenosis was treated with multivessel coronary artery bypass grafting of the left internal mammary artery to diagonal, saphenous vein graft to mid lad, saphenous vein graft to pda and saphenous vein graft to distal terminal circumflex. The patient discharged on aspirin and prasugrel.

Event description:
(B)(4) clinical study. Same case as 2134265-2012-01687. It was reported that following a coronary artery treatment procedure the patient experienced restenosis and angina, lesion 1 was located in the proximal left circumflex with 75% proximal stenosis was 18mm long with a reference vessel diameter of 3.0 mm. The physician was treated with pre-dilatation and placement of a 3.00 x 20mm taxus liberte stent, with 0% residual stenosis. Lesion 2 was located in the ostial left circumflex with 90% stenosis was 12mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 8mm taxus liberte stent, with 0% residual stenosis. In june 2011, the patient presented with unstable angina. In july 2011 the chest pain was worse with exercise and the patient was referred for cardiac catheterization. The patients restenosis was treated with multivessel coronary artery bypass grafting of the left internal mammary artery to diagonal, saphenous vein graft to mid lad, saphenous vein graft to pda and saphenous vein graft to distal terminal circumflex. The patient discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).